Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
During icp monitoring procedure it was noted that the sensor was out of work. The surgeon removed it. There was no adverse event or extended surgery.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the supplier. A review of quality records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that the sensor was not functional. Inside the sensor case and bottom of sensor appeared charred/burned. Insulation was missing from the wires inside the sensor case. Catheter material was severely kinked and mashed, and tied in loops. There was tape covering the bar code connector. Due to the condition of the device, no functional testing was possible. Based on their evaluation, the supplier was able to confirm the reported issue and determined the cause of the problem to be use related. It is suspected that the sensor was overheated. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.